Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hard drive was failed. A field service engineer upon arrival, the station displayed a windows recovery blue screen. Recovery was attempted with no progress. The hard drive was replaced, and the system was imaged to the new drive. Remote support services were configured, firmware was updated, biometric identifier drivers and eset were updated, auto-login was enabled, the station was placed into managed mode, and credential manager was enabled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not boot into windows operating system and remote smart service showed device as offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.